Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection was performed, and it was noted that there was no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection on the flow restrictor revealed the cause of flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. The reported condition was verified. The cause of the reported condition was a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was observed that very little of the medication dose had been delivered one day after starting the therapy. The infusor was prefilled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured frommay 19, 2023 - may 22, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.